Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after a catheterization procedure. Reportedly, several days after the proglide closure procedure the patient presented with pain and acute ischemia of the right leg. An endarterectomy and thrombectomy were performed and found the proglide suture had occluded the common femoral artery causing occlusion and thrombosis in the superficial femoral artery. Surgery was performed under general anesthesia. The patient was doing well after the surgery. As the name of the physician who deployed the proglide device was not provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture closing the artery. The treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.